Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited oversensing related to the minute ventilation feature. Additionally, high out of range rv pacing impedance measurements greater than 2,000 ohms was observed. The root cause was not determined. It was noted that mv would be programmed off during a future in office follow up. No adverse patient effects were reported. This product remains implanted and in service.